Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's medtronic diabetes therapy consultant reported via email that the customer has been hospitalized in the ICU for low blood glucose levels in the past, and while she does not believe the insulin pump was at fault, she would like to begin the upgrade process for the 530g system. The customer's blood glucose level at the time of hospitalization is unknown. The customer suffers from diabetic complications such as retinopathy, peripheral neuropathy, tingling and numbness in the feet and hands, and she often wakes up with blood glucose levels above 200 mg/dl. The patient believes she would benefit from the 530g's predictive alerts and threshold suspend feature. She states that her current pump requires batteries more frequently and that the buttons are harder to push down and sometimes unresponsive. The customer declined helpline assistance and will email helpline to report on her hospital visits. No products were returned, replaced, or shipped.